Manufacturer narrative:
The reported event of low r wave amplitudes was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the inpatient interrogation, r-wave was observed to be very low compared to the implant measurement on the lead. All other measurements were stable. No therapies were delivered and the patient was not dependent. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.